Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: model: 620rg29, annuloplasty ring, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported by the patient that their implantable pulse generator (ipg) had an "issue" and was device was replaced. Device did not meet customers longevity expectations. The device was removed and replaced. No patient complications have been reported as a result of this event